Event description:
Information was received that reported a patient was hospitalized in 2008 due an incident of hyperglycemia. The patient was admitted due to high blood glucose. She was treated with IV fluids and insulin. The insulin pump will be returned for evaluation; to ensure that, it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Occlusion, delivery and accuracy tests were performed, the device was found to pass all occlusion, delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.